Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.639in" x 0.085in" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade show damage which may indicate potential mishandling/misuse. The slots on the inner tube were bent where the clamp arm hinges, causing the clamp arm to dislodge. Additional observation not reported by site was that the instrument was found to have the inner tube bent. The slots on the inner tube were bent where the clamp arm hinges, causing the clamp arm to dislodge. The slots were bent inward, allowing the clamp arm to move freely. The slots were not broken, and no material was found missing.

Manufacturer narrative:
The harmonic ace instrument has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off. The procedure included the following: hysterectomy, bilateral salpingectomy, cystoscopy, excision of endometriosis, and removal of the left ovary. The instrument tip broke off while the surgeon was dissecting unspecified tissue. One piece fell inside the patient and was retrieved during the same surgical procedure using a laparoscopic grasper. No additional surgical procedure was required to remove the fragment nor was any post-operative imaging performed. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications.